Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 2.0, re-test: 2.0, re-test: 1.8. Tests performed right after each other. Used a new finger for each test.

Manufacturer narrative:
Investigation pending.